Event description:
It was reported that the 9800 system had an intermittent communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer upgrade kit was installed during the service call. The system was tested, and found to be working as intended, and put back into service.